Manufacturer narrative:
Philips service repaired table components and cleaned the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that motorized movement was unavailable during use on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.